Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the instrument noted heat damage to the distal end of the tube housing. The l-hook was charred. During a functional evaluation, the instrument was tested for electrical continuity and proper suction and irrigation function with acceptable results. The instrument also passed two air leak tests. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the observed damage may occur if the instrument is used improperly. The instructions for use for this product states: when using electro cautery, ensure that the outer sleeve is fully retracted to expose the tip of the device, as failure to do so may compromise discharge of energy from the electrode. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Partial gastrectomy, during use on a patient, the tip of the shaft looked like searing and was partly damaged. New one was opened to correct the problem. It was also reported that the patient did not experience an adverse event as a result of the device malfunction.